Manufacturer narrative:
A philips remote service engineer (rse) indicated that the nurse contacted the biomedical engineer, and after replacing the ECG wire, it returned to normal. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was faulty ECG cable. The issue was resolved by replacing the ECG cable. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation. E1: reporter phone #: (B)(6).

Event description:
Philips received a complaint on an suresigns vm 6 patient monitor indicating that the nurse found the ECG monitoring data was inaccurate. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.